Manufacturer narrative:
The manufacturer received information alleging active exhalation verification test step is still failing after replacing the active exhalation control module (aecm) and three-way solenoid valves on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. The philips service engineer (se) evaluated the device and replaced the system printed circuit assembly (pca) board and performed the final test on the device. The device failed the fio2 test and active exhalation verification control module system set-up test. The philps se evaluated the device by checking connections and performing tests multiple times. The philips se evaluated the device error logs and observed an error code, pressure sensor mismatch (e-0384), on the device's error log. The philips se alleged it was the active exhalation control module was faulty on the device. The philips se further evaluated the device and determined the tubing from the proximal port to the pressure sensor on the system board was not securely attached, causing a leak and the failed test step. The philips se firmly re-attached the tubing to address the reported issue. The philips se re-performed the verification testing on the device, and it passed. The philps se placed the device back into clinical use.

Event description:
The manufacturer received information alleging active exhalation verification test step is still failing after replacing the active exhalation control module (aecm) and three-way solenoid valves on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation.